Event description:
Customer reported experiencing a cartridge alarm while using their device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, leading to a decision to replace the pump. Customer had already received a replacement pump due to previous issues and planned to contact healthcare professionals or clinics for backup therapy until the situation was resolved.